Event description:
The accounts engineering alleged that the nursing staff brought the bed down to have the siderails checked out. The nurse alleged, that a patient fell from the left side of the bed and injured his head. The nurse indicated that the siderails were all up prior to the incident but were reported to be falling down prior to the patient fall.

Manufacturer narrative:
The technician inspected the siderails and all the siderails were latching and holding correctly. The technician lubricated both caregiver siderails. The technician indicated that the unit just received the beds and were not in-serviced to listen for an audible "click" when latching the siderails.